Event description:
It was reported that the patient's right ventricular (rv) lead caused cardiac perforation resulting in cardiac tamponade. A pericardial window was needed and the rv lead was explanted and replaced with an epicardial lead. The patient was stable.